Event description:
It was reported a patient's right ventricular (rv) lead presented with high dfts, leading to valvular regurgitation. The lead was blocking the valve so it was explanted and replaced in a procedure on (B)(6)2025. Post procedure the patient was stable.